Manufacturer narrative:
The device is expected to return. It has not been received.

Event description:
The event involved a customer allegation involving a microclave clear connector where the tubing set was reported to be leaking from the microclave and IV tubing during a heparin drip infusion. There was patient involvement but the customer reported "it is too soon to know if patient harm occurred". Due diligence has been performed and no additional information has been received.

Manufacturer narrative:
Initially it was reported that the device would be returned. No product samples, photographs or videos of the complaint device were provided by the customer; therefore, a comprehensive failure investigation was unable to be performed in order to confirm the complaint or determine the cause. A device history review (DHR) could not be completed due to the unknown lot number.